Event description:
It was reported that during testing, it was discovered that the battery reamer drill device had no power. The reporter stated that the battery devices were changed. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as aug 19, 2006 in the initial report. The device manufacture date has been updated as jul 17, 2006. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was most likely due to internal motor or electronic control unit (ecu) failure due to immersion during cleaning, which is user error, misuse and /or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.